Event description:
It was reported tht the pt fell on the heater in his classroom. The implant housing got broken, as confirmed by the physician.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available a device failure analysis will be submitted as a follow up report.